Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jan-18. It was stated that the pump was explanted on (B)(6) 2017. It was unknown what troubleshooting was performed related to the pump flipping. The cause of the pump flipping was not determined.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing an unknown medication (dose and concentration unknown). It was thought that the medication may have been morphine, but the caller was unsure. The indication for use was spinal pain. On (B)(6) 2017, it was reported that during a refill on (B)(6) 2016, the hcp needed to manually flip the patient's pump in order to access the pump for refill. The hcp believed the issue may have begun within the last couple of weeks. Following the refill, the pump was thought to have flipped again. No patient symptoms were reported, and a pump revision was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.